Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that during a case, the PICC had been placed around the shoulder area and a blue bullseye appeared. The customer reports that the device did not reach the desired location when getting the blue bullseye. The catheter was placed without issue. No patient injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the results of the test were acceptable indicating the unit is performing as intended. A vps senior algorithm scientist performed an analysis of seventeen procedure datasets to understand the procedure/environment conditions that took place at the time. The seventeen procedure datasets represent the timeframe for the reported event since the customer could not remember the complaint related filename. The analysis determined four procedures did not achieve a blue bulls eye (bbe) due to noisy signal or arrhythmia condition, one procedure achieved an intermittent bbe with good p-wave and qrs complex, ten procedures achieved a good bbe with reasonable/good p-wave amplitude elevation, and two procedures achieved a bbe with small p-wave elevation. The vps senior algorithm scientist concluded that the seventeen procedure datasets did not match with the description of the reported event. Other remarks: the report that the PICC had been placed around the shoulder area and a bbe appeared was not confirmed by functional evaluation of the returned vps g4 system or by analysis of procedure datasets. The results of vps g4 console power-on test were acceptable indicating the unit is performing as intended. Seventeen procedure datasets representing the timeframe for the reported event were analyzed and were found to not match the reported event. A DHR review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and the results of the vps service evaluation.

Event description:
The customer alleges that during a case, the PICC had been placed around the shoulder area and a blue bullseye appeared. The customer reports that the device did not reach the desired location when getting the blue bullseye. The catheter was placed without issue. No patient injury.